Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2017 with the following findings: a review of the black box showed frequent low battery warnings. The pump electrical current draws were tested and were within specifications. The battery life issue was found in the black box but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.